Event description:
Hospital reports that a urine sample run on the clinitest status gave a positive hcg result. The sample was rerun and gave a negative result. A serum sample on the same pt gave a quantitative result of less than 2miu hcg.

Manufacturer narrative:
Instrument was returned for testing. No issues were noted. Pt was delayed medication until negative hcg was confirmed.